Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the account has not released the product for return. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(6)2014 explanted: (B)(6)2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that impedances were ¿out¿ (greater than 40,000 ohms) during the impedance test and connectivity check regardless of port connection in the new implantable neurostimulator or wireless external neurostimulator. The concern was regarding one of the two pre-existing leads during battery change. All of the other impedances were in an acceptable range for the other lead which was also tested in all implantable neurostimulator ports and wireless external neurostimulator contacts. All possible reference electrodes were selected with no change in high impedance values on the ¿bad¿ lead. The impedances were not checked prior to the implantable neurostimulator replacement. Manufacturer's records indicate that one lead was replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2018, the patient started to suddenly experience intermittent surging of their stimulation in areas of paresthesia. During the call the patient had experienced the surging stimulation. No falls or trauma were reported to be related to this. Impedances were checked. The first check came back fine but then a subsequent check yielded high impedances (>10,000 ohms) on all combinations. It was noted the rep was going to review an x-ray with the patient's doctor. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.